Manufacturer narrative:
It was reported that balloon deflation failure occurred. Evaluation of the unit indicates that the probable cause is the length of the pet extension is greater than specified. The extra length is believed to obstruct the deflation lumen during aggressive deflation vacuum (using large 10 ml syringe). The physician completed the case without any clinical consequences to the patient. Note: this report was delayed in submission due to issues related to user services.

Event description:
Balloon wouldn't deflate.